Event description:
Shakal, a., ramadan, e, fawaz, w. Effect of deep brain stimulation on motor and mental status of parkinson's disease patients: a preliminary egyptian study. Egypt j neurol psychiatr neurosurg. 2011;48(3):257-264. Summary: this study looked at the effect of bilateral deep brain stimulation (dbs) of the subthalamic nucleus (stn) in 14 patients with idiopathic parkinson's disease on motor and psychiatric profile including cognition, mood, personality and quality of life. The authors found a significant reduction in motor disability 6 months after surgery, with no evidence of memory, reasoning or attention changes after surgery. Executive functions showed significant improvement as did mood. The state and trait anxiety did not show significant improvement. The authors concluded that stn dbs did not have a deleterious effect on psychiatric and cognitive state of the patients. Reported event: one patient showed significant paranoid traits in the post-operative period but had no apparent differences regarding the other personality traits. The patient became more distrustful of other people, suspicious and more worried about negative judgments of others in social situations. See attached literature article.

Manufacturer narrative:
Unk implanted: unk explanted: unk lead: model neu_unknown,_ext lot# unk, serial# unknown, implanted: unk, explanted: unk.